Manufacturer narrative:
Calf support. Issue was resolved for the customer by stryker field tech by taking apart the calf locking section and cleaning out the parts with tri-flo.

Event description:
It was reported by service report that the calf supports were not locking in place due to the handle that tightens down the calf support being stuck. No pt involvement or adverse consequences are reported.